Manufacturer narrative:
(B)(4) a device history record review was performed on the epidural kit and ampules supplied with the kit with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. However, the customer did provide a photo that illustrated broken ampules in a kit ((B)(4)). A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided. The customer did not provide a sample; however, the customer did provide a photo that illustrates broken ampules in a kit. Although, the root cause could not be determined, shipping and handling could not be eliminated as potential causes. Complaint verification testing could not be performed as no sample was returned for analysis. However, the customer did provide a photo that illustrates broken ampules in a kit. A device history record review was performed on the epidural kit and ampules supplied with the kit with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules other remarks: could not be determined based upon the information provided. Although, based on the customer provided photo, shipping and handling could not be eliminated as potential causes.

Event description:
The vials were found broken when the kit was opened. There was no reported injury. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device is not expected to be returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The vials were found broken when the kit was opened. There was no reported injury. There was no patient involvement.